Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Additional information:ees associates visited the account and observed procedures. There was some discussion before the visit that the hospital¿s use of heparin may be affecting the bleeding that was observed. The hospital typically administers heparin to the patients 2 hours before the surgery, where-as other accounts are known to administer it much closer to the start of the surgery. Since heparin is a blood thinner, it was discussed that the longer dosage time may be affecting the bleeding results. No issues with the ec60a were observed through-out the procedures on day one, and the observed bleeding issue was felt to primarily be a function of incorrect cartridge selection. The firing speed, tissue handling, and heparin administration also may have a played a role in past procedures which exhibited more bleeding than in the observed case.no issues with the ec60 or ec60a¿s were observed through-out the procedures on day two, and the observed bleeding issue was felt to primarily be a function of incorrect cartridge selection. The heparin administration also may have a played a role in past procedures which exhibited more bleeding than in the observed case.

Event description:
It was reported that post op of a laparoscopic gastric bypass, the patient had a CT scan and it was determined that there was blood in the pouch from an intra luminal bleed. The patient received four units of blood and is now stable. It was reported that during the procedure, there was excessive oozing the entire case at every staple line. Four clip appliers were used to control the bleeding. The two staplers used were discarded.additional information has been requested, but to date, no response has been received.